Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was unpacked on (B)(6) 2016. According to the complainant, during unpacking the device, it was noted the scissors appeared to have rust on them. Reportedly, there was no damage noted on the packaging of the device. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
(B)(4). A visual examination of the sealed tray revealed brownish colored residue on the hemostat and on the adjacent inner tray surface. There was no damage to the packaging or to the other components noted. The complaint is consistent with the returned unit since the hemostat presented brownish colored residue on the surface. Based on the event description and physical examination the returned unit, the most probable root cause is "supplier manufacturing". There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was unpacked on (B)(6) 2016. According to the complainant, during unpacking the device, it was noted the scissors appeared to have rust on them. Reportedly, there was no damage noted on the packaging of the device. There was no procedure involved and the device was not used in the patient.